Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with channel b showing all a's was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition.baxter will continue to monitor similar reports to determine if further actions are required.this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of the channel b "displays all a's". This condition had the potential to interrupt delivery. This condition was found in the "ccu" department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.